Event description:
The customer reported the sensor having problems communicating with the insulin pump. The customer reported receiving a weak signal alert and a lost sensor alert from the insulin pump in relation to the sensor, and a meter bg now alert, but never any alert about a high blood glucose value, which was reported as over 400 mg/dl. The customer also reported that the insulin pump would alarm that the blood glucose value was low when it wasn't. It was advised that sensor glucose and blood glucose values are rarely identical. The customer stated they would complete troubleshooting at a later time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.